Manufacturer narrative:
(B)(4). Field service engineer (fse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.